Event description:
The pt presented to the clinic with a dead battery; specific symptoms were not reported. The programming history of the device was provided: (B) (6) 2008: battery voltage 3.67v. Settings - 3.3 volts, pw90, 160 hz, normal impedances. On (B) (6) 2009: battery voltage 3.67v. Settings - 3.5 volts, pw inc. To 120, 160 hz. On (B) (6) 2009: battery voltage 3.69v. Rate increased to 185hz. On (B) (6) 2009: battery voltage 3.71v. Voltage increased to 3.8v, pw reduced to 90us. On (B) (6) 2009: battery voltage 3.69v. No settings changed. (B) (6) 2010: dead battery. On (B) (6) 2010: new battery placed - impedances all within normal limits. Premature battery depletion was suspected. No injury to the pt was reported and he was reported to have recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. Training is in place.